Event description:
Clinical Narrative:Impella CP was inserted via right femoral arterial access site in a 66-year old female patient for acute myocardial infarction and cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was SCAI (Society for Cardiovascular Angiography and Interventions) Shock Stage E.Impella CP pump was implanted and with activation of the pump, the placement signal was reported as unreliable, with waveform spikes and repeated alarms observed. Imaging confirmed the device was in proper position and the pump was flowing appropriately; however, the unreliable placement signal alarms persisted. As a result, the decision was made to remove and replace the device.The procedure was successfully completed using the replacement device, and no harm to the patient was reported. Device involvement in the reported placement signal issue could not be excluded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.